Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was patient involvement

Event description:
The customer reported the vasopressin was infusing when the pump module spontaneously alarmed ¿channel error¿ and stopped infusing. The device was not touched or jostled prior to operating room at the time of the alarm. The device was replaced and removed from service. There was no report of patient harm or changes in blood pressure.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: ca-2018-0171. The customer stated that there was patient involvement.

Event description:
The customer reported the vasopressin was infusing when the pump module spontaneously alarmed ¿channel error¿ and stopped infusing. The device was not touched or jostled prior to or at the time of the alarm. The device was replaced and removed from service. There was no report of patient harm or changes in blood pressure.